Event description:
It was reported by the clinician that as the physician advanced the spring wire guide (swg) and then inserted the catheter, the swg unraveled. As a result, the swg was removed intact. The sample is in the possession of risk management and they will not release it for examination. The hospital will not release any further details of the event.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.